Event description:
Cochlear implant internal device failure. Date of event is reported as date of device replacement. However, the date of device failure was likely earlier due to the nature of the failure. Pt did not experience sudden device failure. Rather, deterioration of performance. Upon the use of a non-routine clinical test, device failure was confirmed.